Event description:
It was reported that a device report indicated eri (elective replacement indicator) had been reached on (B) (6) 2010. However, device interrogation showed the eri date was actually (B) (6) 2009. The patient reported hearing a device tone daily for the past couple of months. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.